Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) and the remote arm controller (rac). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a surgical fixture test platform (sftp) where all relevant testing was passed within specification.  Once testing was completed, the mtm was inspected, and no fault to be identified.

Event description:
It was reported that during a da vinci-assisted hemicolectomy left surgical procedure, the customer stated the master tool manipulator right (mtmr) was not responsive after roll-in, and a hard power cycle was performed. The customer received phone assistance from the technical service engineer (tse). After the hard power cycle, error 25589 occurred, and troubleshooting identified the fault as an mcer post failure related to the brake voltage test (safety brake current out of range) and setup joint voltage out of range. The customer cancelled the robotic procedure. The procedure was converted to laparoscopic surgery with no reported injury.